Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently on shipping from (B)(4) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.

Event description:
As reported by the user facility (translation of user facility info by (B)(4)): once the nurse made the cannulization the needle was on a pad. When retiring the needle the nurse was punctured.